Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a partially broken reservoir tube lip, a missing reservoir retainer, a missing reservoir tube o-ring, a scratched case, a cracked select button keypad overlay, a torn keypad overlay, a scratched keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window. Analysis was unable to perform the displacement test due to the missing retainer.

Event description:
Customer reported major cosmetic damage to their insulin pump and indicated it was taped together. Blood glucose level at the time of call was 9 mmol/l. The device will be returned for analysis.